Manufacturer narrative:
Pump passed self-test, however, constant pump error 38 alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 38. Unit successfully downloaded to thump. No pump error 45 noted during test. However, verified pump alarmed pump error 38 three times on (B)(6) 2024 between 00:16:42.000 to 00:24:36.000 in pump downloaded history. Verified pump alarmed pump error 37 on (B)(6) 2024 00:13:41.000 in pump downloaded history. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, corroded battery tube, corroded motor home switch. Constant pump error 38 alarms noted during rewind due to corroded motor home switch. Pump error 38 and pump error 37 were confirmed. However, no pump error 45 alarm noted during test or in the history files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 45(the source of an external interrupt could not be determined), pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed), pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported receiving a pump error. Customer was unable to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.